Manufacturer narrative:
Note : product reference (B)(4) is not cleared for sales in the USA, but similar product reference (B)(4) is cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch of celsite access ports which complies with our specifications and does not present any discrepancy. No other similar incident has been reported to us on this batch of access ports released in april 2018. Investigation results: either the device nor the x-ray pictures were forwarded for evaluation. Only one picture of the explanted catheter were sent. On this picture, we can see a catheter segment of about 5-6 cm. The rupture facies seems to be irregular. No further information can be observed on this picture. Conclusion: without the complaint sample or the x-ray pictures for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. If new element become available in the future, we will re-open this complaint. Catheter rupture is a known complication of the access port implantation that could have different root causes. This is a rare incident. The IFU gives recommendations to avoid this type of incident. No corrective action is currently envisaged.

Event description:
Patient who come in the chemotherapy room, under aseptic technique port accessed by a 20*15cm surecam needle. At the time of irrigation, edema is observed in the proximal segment without pain, rx is performed where there is evidence of rupture with displacement of the tip in intracardiac space.